Event description:
The user facility reported that during a patient procedure, the d-flex triangular retractor "broke" and came into contact with the patient. The piece of the device was immediately retrieved, and the procedure was completed successfully. An x-ray was taken of the patient and user facility personnel confirmed no instrument pieces were present. No report of injury

Manufacturer narrative:
V.mueller has requested the device subject of the reported event be returned for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The d-flex triangular retractor subject of the reported event was returned for evaluation. Evaluation results indicated that the device was approximately 5 years old at the time of the event. It was determined that multiple components of the device had be repaired/replaced by a third-party service provider. Evaluation results also found that there was fraying of strands within the braided cable. The instructions for use states (page 5), "repair service regardless of age, all snowden-pencer device repairs must be returned to, and performed by, an authorized bd repair service center. Repairs performed by an unauthorized repair service center will immediately void any product warranty, and bd will no longer be able to ensure the safety of such repaired devices. Repairs for devices under warranty will be free of charge if performed at an authorized bd repair service center upon written request." The device history record (DHR) was reviewed, and no abnormalities were noted. No additional issues have been reported.